Manufacturer narrative:
Product ID 97754, serial# (B)(4). Product type recharger, product ID 37761, serial# (B)(4). Product type recharger. Analysis of the desktop charger ((B)(4)) found that there was a broken connector pin in the cable assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the replacement recharger resolved the issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4). Product type recharger: product ID: 37761, serial# (B)(4). Product type recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the connector pin on the desktop charger was loose. For about three months, since (B)(6) 2020, the patient stated that the desktop charger connection to their recharger had been loose and finicky. The patient stated that they would have to position the desktop charger a certain way in order for the recharger to charge. It was reported that now the recharger would not take a charge and the screen was flickering. The patient stated that a ¿poor communication¿ screen was displayed and if they press the green button to start charging their implantable neurostimulator (ins), they would get a screen indicating to charge the recharger. The patient reported that their ins was depleted and they were hurting. The repair department was contacted and a replacement recharger and desktop charger were requested. No further complications were reported or anticipated. Indication for use is non-malignant pain.